Event description:
It was observed that during the device evaluation, the colonovideoscope had burned mark on the c-cover and white residue in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of burned c-cover occurred due to component failure of the device whereas a definitive cause for the reported event of white residue in the air/water channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.